Event description:
A drain was placed in the pt's back in 2002, following a lumbar laminectomy. During drain removal, some difficulties was experienced. The drain was removed and it was noted that the drain was "cracked in half" and only held together by radiopaque blue strip. It was noted that another portion of the drain had the blue opaque strip separated from tube. The patient was x-rayed and it was confirmed that the entire drain was removed.